Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 5/14/2018 (B)(4). (B)(4). Narrative: it was reported that patient underwent mesh revision on 3/4/2016 by dr. Donna dudziak at san antonio regional medical center due to recurrent hernia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 05/14/2020. Corrected information: manufacturing site name. Additional narrative: it was reported that the patient experienced adhesion and small bowel obstruction following surgery.